Manufacturer narrative:
(B)(4). (B)(6). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Visual inspection was performed with no defects noted. The device was gravity tested and during testing restricted flow was observed under the vented blood chamber. The reported problem was verified. The cause was determined to be due to a manufacturing issue. To address this issue, awareness training was provided to the appropriate personnel. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a blood/solution administration set would not prime. This occurred during priming. There was no patient involvement. No additional information is available.